Manufacturer narrative:
(B)(4). (B)(6). This batch was manufactured from march 8, 2013 - march 11, 2013. The device was returned for evaluation. Visual inspection revealed fluid inside the housing. Functional leak testing identified a leak at one side of the bladder crimp, confirming the reported condition. The leak was determined to be due to an incomplete bladder crimp. The cause of the incomplete bladder crimp was not determined. A batch review was conducted and it was found that during manufacturing, there was a leak of two representative samples. Additional samples were tested and the lot passed the sampling acceptance criteria. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor was leaking. This occurred during infusion of 142ml fluorouracil and 44ml 0.9% sodium chloride. The customer reported that the leak was observed from an unknown location on the fourth night of a four day treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.